Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm, overriding the dosage recommended by bolus calculator feature and failure to bolus).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient presented upon admission to the hospital with a blood glucose (bg) of 422mg/dl with cheat pain, nausea, vomiting, polydipsia, and a diagnosis of diabetic ketoacidosis. The patient was treated with insulin via injection. Customer support (cs) completed troubleshooting and the settings were correct. Cs discovered that the patient failed to bolus, overrode dosage recommendation by bolus calculator, and did not respond to an alarm in a timely manner. The reporter stated that the healthcare professional stated that the condition/illness is the cause of the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm, overriding the dosage recommended by bolus calculator feature and failure to bolus.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: the black box records began on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event on (B)(6) 2015 have been overwritten. On investigation, the pump boots to the verify screen with no errors. An ez-prime sequence was successfully completed. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. The pump¿s bolus calculation feature found to be functioning properly. Available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint, the pump information for the complaint date has been overwritten. (B)(4).